Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump was monitored in 6 days and no time gain/loss anomaly noted. No time/clock anomaly noted. Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test and rewind test. Pump received with minor scratched display window, cracked display window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and cracked reservoir tube window.

Event description:
Customer reported via phone call that insulin pump was not carrying the correct time or date. Customer stated that the time gained was not greater than three minutes within ten days. Customer reported to passed out and woke up on the floor and there was blood on the sofa. Customer reported to have been hurt and believes that ribs were fractured. Customer was not sure if loss of consciousness was due to clock anomaly. Insulin pump will return for failure analysis.